Event description:
It was reported when using the bd vacutainer® push button blood collection set the tubing material was discolored. This event occurred 6 times. The following information was provided by the initial reporter and translated to english. The customer stated: "the pipeline is not normal transparent color, and it is yellowish to the naked eye."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 01-apr-2022. Investigation summary: bd received 3 photos and 1 sample from the customer in support of this complaint. The photos and sample were evaluated and the indicated failure of discolored tubing was observed. Bd is able to confirm the customer¿s reported failure with the sample received. Based on a review of batch records and investigation results, no root cause from manufacturing was identified as a contributor. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® push button blood collection set the tubing material was discolored. This event occurred 6 times. The following information was provided by the initial reporter and translated to english. The customer stated: "the pipeline is not normal transparent color, and it is yellowish to the naked eye."